Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient experienced symptoms including: pelvic pain, vaginal pressure and/or pain, gross hematuria, dysuria, urgency, frequency, recurrent urinary tract infections, and dyspareunia.